Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted it was deployed with blood present in the device. The analysis of the returned components; body of the device, lever, foot, guide and sheath found no damage that would contribute to the reported cuff miss. The suture was not returned. The returned components were normal for a deployed device. A proxy plunger needle trajectory was acceptable indicating it was not a contributing factor in the event. The root cause for the reported event could not be determined. Some of the causes for a suture break as noted is the user training and trouble shooting guide are as follows: the suture is nicked by rotation suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion to apply tension vs. Pulling coaxial to the suture trimmer. To prevent break use slow, constant, and increasing tension, keep suture limbs coaxial at all times. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A review of the receiving and inspection records for the suture found the suture passed inspection and was within specifications. No manufacturing or quality inspection deficiency was detected. Based on the evaluation of the returned components the reported experience could not be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. It was reported that when the suture was being pulled to lock the knot, it broke and the entire suture came out. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.